Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported after weight loss, the ipg migrated down causing discomfort. As a result, the ipg was revised on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated. Patient weight is estimated.